Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer was using u-100 admelog within their pump supplies. Reportedly, the customer experienced a blood glucose (bg) level of 54 mg/dl resulting in loss of consciousness, seizure, and headache. Paramedics administered glucagon to address bg and transported customer to emergency room (ER). In the ER, customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and advised the customer against using off-label insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.